Event description:
Ventilator circuits are not secure and can come apart. Circuit tube came apart and our (B)(6) son died when we failed to hear the alarm timely. Trach inner cannula recalled, received notice 5/28/10 (B)(6). Dates of use: (B)(6) 2006 - (B)(6) 2010. Diagnosis or reason for use: duchenne muscular dystrophy, tracheostomy on vent. Event abated after use: no.